Event description:
The customer observed false positive architect total b-hcg results for a 34-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2024, was 3.39, repeat results were 399.01 and 4.38 miu/ml. The sample was also tested for troubleshooting with an alinity assay, and the result was 154.01, repeat results were 424.30 and 410.45 miu/ml. A new sample was collected from the patient and the result was 3.75 miu/ml. The patient¿s previous result on (B)(6) 2024 was 187.0, on (B)(6) 2024 was 29.0, and on (B)(6) 2024 was <1.20 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 55314ud00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide, with median values (for the negative population) for the complaint lot within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 55314ud00, was identified.

Event description:
The customer observed false positive architect total ¿-hcg results for a 34-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2024, was 3.39, repeat results were 399.01 and 4.38 miu/ml. The sample was also tested for troubleshooting with an alinity assay, and the result was 154.01, repeat results were 424.30 and 410.45 miu/ml. A new sample was collected from the patient and the result was 3.75 miu/ml. The patient¿s previous result on (B)(6) 2024 was 187.0, on (B)(6) 2024 was 29.0, and on (B)(6) 2024 was <1.20 miu/ml. There was no impact to patient management reported.